Event description:
It was reported that the zimmer meshgraft ii was not perforating skin in multiple places. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.

Manufacturer narrative:
Beginning (B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer meshgraft ii. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers wer requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 8/16/1979 and was last repaired on 9/28/2007. Evaluation of the device did not reproduce the customer's reported event during testing. It was noted that the ratchet was missing a set screw and there was wear to the cutter, roller and side plates. Prior to repair, a test mesh passed, but the device was outside calibration specifications on both sides. Customer did not return any associated carriers for investigation. The device was previously returned to zimmer surgical for repair seven years ago. The customer's reported event could not be confirmed; however, the lack of calibration and wear to the cutter and roller could cause the customer's reported event when trying to mesh skin. Lack of preventative maintenance most likely caused the lack of calibration and wear to the cutter and roller. Additionally, per instructions for use, the device has exceeded its normal useful life by 25 years, which could have decreased the accuracy of the device and caused the customer's reported event. The device was serviced and returned to the customer.